Manufacturer narrative:
H3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that while in use on a patient, this 980 ventilator displayed a "ventilator inoperative, replace ventilator" message. The device was available for evaluation. A review of the ventilator logs showed evidence that the ventilator entered into backup ventilation (buv). Service personnel (sp) inspected the unit and confirmed that the unit alarmed "vent inop, replace ventilator". Sp found codes in the unit's logs "exp pressure autozero offset failed" followed by a power on self test (post) code. At the time of the alarm, buv was initiated. Sp replaced the exhalation valve assembly (eva), and the unit passed all required tests according to the service manual at the time of service. The cause of the ¿unit entering into buv and the ventilator inoperative replace ventilator message" was isolated in the field to a potential fault in the eva. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while in use on a patient, this 980 ventilator displayed a "ventilator inoperative, replace ventilator" message. The patient was removed from the ventilator and placed on an alternate ventilator with no injury.